Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. (B)(4) has been raised in our quality management system to replace the articulated arms.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that, prior to a surgery, the surgeon had difficulties to set up the articulated arm. At the end of surgery, the top piece of the articulated arm was removed from the bottom piece, so there is a possibility that it was reinserted into the metal joint upside down.